Event description:
Surgical or light went off and will not come back on. Panel on wall is flashing fault located or #6. Connectors where light heads connect to yoke assembly showed signs of excessive heat, with melting of connector cover occurring on light #1. Both light heads and yoke assemblies were replaced. Both power supplies' outputs read within range (24.04 & 24.06 vdc). No obvious damage was evident at the horizontal arms or center mount. Similar lights in other room showed no signs of similar problems. No report of any injury.

Manufacturer narrative:
A steris technician was dispatched to the account to inspect the lights and verified that the subject lights exhibited signs of overheating at the connectors. The technician checked the power supply outputs to the lights and verified that they were within the specified range. Both light heads and yoke assemblies were replaced and the room was returned to normal operation. The suspect items have been returned to the factory for evaluation. An evaluation of the returned parts determined that the cause of the incident was improper routing of the wiring during installation.